Manufacturer narrative:
One device was returned for investigation. The customer stating that ¿the pump does not detect power cable inside, also tried with other cables¿ . Customer problem wasn't duplicated. The ac connector (power cable) worked normally. Visual test was performed- found damaged(detach) dso seal. Upon further investigation, it was found that the primary problem with defective pwa. The pwa replacement and dso seal was replaced. Review of event log found no relevant information. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the device does not detect a power cable. The device evaluation identified a damaged downstream occlusion seal. There was no patient involvement.